Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018. Product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had decreased pain relief for about 2 weeks. The rep reported that they tried switching programs to b and c on (B)(6)2018; however, received an error message that settings couldn't be achieved. The rep reported that they were unable to determine factors that could have led to the issue. The rep reported that an impedance check showed high impedance on electrode 12 and a possible short on electrodes 2, 3 and 5. The rep reported that when mapping high density, the patient did feel paresthesia over right leg where the pain was. The patient was to update the rep on pain status after a few day. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met the patient in office yesterday. The rep reported that they elevated the intensity on the current program and the patient did achieve paresthesia. The rep reported that they discussed running closer to threshold for improved pain relief. The rep reported that they reprogrammed around electrode 12 with an extended bipole and gave the patient groups b and c to try if pain relief wasn't improved. The rep reported that once programmed around the electrode, the error messages resolved. The patient would call if pain relief wasn't improved. No further complications were reported.